Event description:
It was reported that the patient was experiencing a high number of rate drop response interventions. There was a high number of rate drop episodes and markers of more recent events showing a pvc pac with conduction pattern at 120, 108 bpm with a longer cycle length. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).